Event description:
Revision surgery - the surgeon removed the femur and tibia of the uni compartmental knee. The agent was not able to determine the part and lot numbers due to both being covered in cement.

Manufacturer narrative:
The original surgery was performed on (B)(6) 2004 and the revision on (B)(6) 2003. The components had been in-vivo approximately nine years and seven months at the time of revision. The outcomes attributed to this event are non-serious. There is no information submitted with this complaint about patient activity level, history of trauma, and general health condition. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Two components; uni femur knee and poly inlay were returned to djo surgical for examination. Remnants of cement are visible on the backside of the femoral component and on the sides and backside of the poly inlay. The articulating surface has substantial wear and signs of delamination towards the medial side. Some damage may be due to extraction during revision. When the femoral condyle is placed on the inlay and rests in the worn groove it appears to be misaligned and shifted medially. It cannot be determined, without post op x-rays, if the components were implanted in this position or if the inlay shifted due to wear, bone loss, loss of fixation, or some other reason. A review of the device history records showed no non-conforming material reports associated with this product. The root cause for the revision surgery was stability issues. A definitive root cause cannot be determined with confidence; factors that can contribute to loss of stability include: loss of soft tissue tension, component positioning or shifting in-vivo, bone loss, bone disease, trauma, and cement mantle loosening. There is no evidence of a design or manufacturing problem that contributed to this complaint. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to stability issues.